Event description:
A 22mm diameter x 13mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the iliac arteries were reported to be 7mm in diameter. It was reported that the delivery system was inserted and advanced with some resistance; however, not too much force was used to insert it. The bifurcated stent graft was deployed until the contralateral limb opened. The gate was cannulated with an iliac limb after which the remainder of the stent graft was deployed. When the delivery system was removed, it was noted the pt's blood pressure dropped. A reliant balloon was used to control the bleeding and then the artery was surgically repaired by over sewing the distal iliac to the hypogastric artery after which the artery was sewn shut and a fem-fem bypass procedure was performed. The pt had lost a lot of blood due to the procedure but was doing fine. No add'l clinical sequelae were reported.